Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause cannot be determined. Not enough information was provided from the account to properly complete an investigation. Additional information was requested on (B)(4) 2012 by fax, mail, and phone. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported an unexpected postoperative refraction following intraocular lens (iol) implant surgery. He reported considering a piggyback lens or a lens exchange. Additional information has been requested.